Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause, treatment, and patient's outcome was not reported. It was not reported if the patient was hospitalized for the peritonitis event. At the time of this report, dianeal therapy was ongoing. No additional information is available.